Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch unidirectional sf catheter. At the end of the procedure, there was char noted on the tip of the catheter. The catheter was not replaced. The procedure was completed with no patient consequence. Additional information was received on the event. The pump did at one point present an error in which it stopped functioning for roughly two minutes while trouble shooting. The pump screen simply said "pump error" and was fixed by turning it off and turning it back on again. The generator was set to power control mode at 35w. The temperature and impedance were not noted as the incident was unknown at the time of ablation. It is believed that heparinized saline was used. The material appeared to be a combination of char and coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. Patient was normal. The returned device was visually inspected upon receipt and char was observed on the proximal end of the tip. However, during a second visual inspection the char was not observed; it is likely that it was lost during the decontamination process. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding char issue has been verified. However, coagulum was not observed during the analysis. Catheter was found within specifications. The root cause of the char observed does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17589657l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch unidirectional sf catheter. At the end of the procedure, there was char noted on the tip of the catheter. The catheter was not replaced. The procedure was completed with no patient consequence. Additional information was received on the event. The pump did at one point present an error in which it stopped functioning for roughly two minutes while trouble shooting. The pump screen simply said "pump error" and was fixed by turning it off and turning it back on again. The generator was set to power control mode at 35 w. The temperature and impedance were not noted as the incident was unknown at the time of ablation. It is believed that heparinized saline was used. The material appeared to be a combination of char and coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. Patient was normal. The char was assessed as not reportable. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The pump error was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The coagulum at the tip of the catheter was assessed as a reportable malfunction. Since coagulum has poor adherence to catheters, it could be a potential source of embolism.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/10/17 and noted char on distal end of tip dome. This condition was originally reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).